Manufacturer narrative:
See scanned page.

Event description:
The hcp reported that the pump was being used to deliver dilaudid and the patient had not had pain relief since implant. At the first pump refill visit, the pump had an expected reservoir volume of 2.5 mls and an actual reservoir volume of 15 mls. At a subsequent refill, the expected volume was 14 mls and the actual volume removed from the pump was 19 mls. The hcp confirmed that there had been no problems aspirating or refilling the reservoir at implant. The pump logs showed that no motor stall had occurred. It was further reported that surgery and catheter dye study were done in 2007, and the patency of the catheter was 2-3 fold greater without the sutureless segment of the catheter. The proximal catheter adaptor was occluded and was replaced. The patient's outcome was reported as "no injury".